Event description:
During a revision surgery, it was noted that one z rod broke at bend. Rod was removed and retained at hospital.

Manufacturer narrative:
Device is not available for evaluation. The device history record was reviewed for lot t10116. (B)(4). A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.